Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Postoperative x-ray revealed that the condyle screw nut had dislocated.